Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited a broken pin and noisy image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. B5 - correction. H4 - added information. H6 - component code - correction. H6 - problem code - correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the issue but the definitive root cause of the reported issue could not be determined. Olympus presumed that no image was caused by failure of the printed circuit board, comp.out connector, and the video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation, that the video system center had an image that did not display.